Manufacturer narrative:
There were no samples returned for evaluation. The device history records (DHR) data cannot be reviewed as lot number was not provided. It is unknown what type of sharps were being disposed into the sharps container. If sharps are very light weight; then sharps disposal would require the door function ¿lift to assure disposal¿ as printed on the door. Also there is no information provided in the complaint regarding how full the container was. If the container is full above the fill line than it needs to be disposed of. It may require a different style of lid-container for the user application based on type of sharps disposals. The root cause is determined to be unintentional customer misuse. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the lid would not easily drop the sharps while being disposed. The user had to manipulate the lid to drop the sharps.